Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture"; "right axillary nodes with a silicone sign"; "periprosthetic fluid in moderate amounts"

Event description:
Healthcare professional reported right side "intracapsular rupture", "dispersed calcifications", "hyperintense t2 droplets and hypointense lines with silicone signals", "periprosthetic fluid in moderate amounts", and "right axillary nodes with a silicone sign (transudate or bleeding)". Device remains implanted.

Event description:
Healthcare professional reported right side "intracapsular rupture", "dispersed calcifications", "hyperintense t2 droplets and hypointense lines with silicone signals", "periprosthetic fluid in moderate amounts", and "right axillary nodes with a silicone sign (transudate or bleeding)". Device remains implanted.